Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found. Analysis determined that the setscrew marks on the lead pin is too proximal. This indicates that the lead was not fully inserted into the device header. Full lead was returned for analysis.